Event description:
Boston scientific received information that this patient developed a bacteria growth on the valve, therefore the entire pacing system was removed from service. No additional adverse patient effects were reported. It was noted that the patient will likely not receive a new device as they were not pacemaker dependent.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.